Event description:
It was reported that during the implant procedure, there was no "click sound" when tightening the setscrew. Part of the lead appeared to be "fixed." The torque wrench was normal. Device was not implanted. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Visual analysis: grommet damage was noted and there was foreign material in the setscrew.